Event description:
It was reported that during a retrograde femoral nailing, a screw was stuck in the cannula during insertion and was unable to be locked. There was extended operative time greater than 14 minutes, but less than 30 minutes. The screw was successfully implanted by removing cannula and inserting by free hand technique. There were no reports of harm to the patient. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.